Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) reached recommended replacement time (rrt) due to a rising battery impedance. The rrt was cleared with a software update. Several months later, the device reached end of service (eos) and experienced an electrical reset after which the device could not be interrogated. The device remains in use. No patient complications have been reported as a result of this event.